Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During evaluation of the device, it was determined that the reported condition was confirmed. The assignable root cause could not be determined. A review of the service history record indicates that the device has been returned previously for a malfunction that is relevant to the current complaint. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the small battery drive device would not run, the electrical control unit was damaged, and the device had a worn motor. It was further determined that the device failed pretest for check power with test bench, check switching function forward/reverse, oscillation angle, check the oscillation/forward/reverse mode function, check in "off" mode, sticky speed trigger and unintended motion. It was noted in the service order that the device was completely dead. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.